Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation system patient was ordered not showing on the station. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients and orders backlog were not showing on the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, g6, h2, h6, h11. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the internal external processing service was stopped. A technical support specialist restarted manually to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.